Manufacturer narrative:
The patient has since received a replacement unit, and the issue has been resolved without any ongoing problems or need for follow-up.

Event description:
The patient shared that she experienced difficulty breathing and started to panic. Her son called paramedics, and then she was taken to the hospital by ambulance, where then she was admitted for three days. The patient is now doing okay and uses oxygen therapy 24/7 at a setting of 2. The patient mentioned having copd, which could have played a role in what happened. She didn't notice any alarms on the device during the event and had a portable oxygen concentrator available but didn't think to use it at the time.